Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 33 mg/dl. The customer indicated he does not use the auto mode feature. The customer did not receive emergency medical attention. It was not alleged that the insulin pump was over delivering. The customer was disconnected during the rewind/prime sequence. The customer treated with glucose tablets and glucagon shot. Blood glucose at the time of the call was 77 mg/dl. The customer indicated that the low blood glucose was cause by him over bolusing to treat a previous high blood glucose level. The product will not be returned for analysis.